Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's approved final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tip of the sheath was deformed, and it was found that a component had come loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction caused by a component failure of the sheath tip. The correct assembly method is to stop when the scope hits the stopper at the tip of the sheath. However, it's possible that the stopper was damaged and missing because the scope was forced in. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic sinus surgery (ess) procedure, the stopper at the tip of the instaclear sheath broke and fell into the patient's nasal cavity. The broken fragment was retrieved using forceps. After the retrieval, a visual check confirmed no residual fragments remained. The procedure was then completed using a replacement of the same device. There were no further reports of patient harm.